Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) revealed cracks near two (2) standoff posts within the controller housing. The observed cracks are an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed (B)(6) was the primary controller, initially in use at the time of the event. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 03/jun/2023 at 05:18:02, as well as multiple event exceptions logged between 02/jun/2023 and 03/jun/2023, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection of (B)(6) did not reveal any anomalies; no abnormalities were observed regarding the internal battery. Following the controller fault alarm, review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm logged on 03/jun/2023 at 08:00:37, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. (B)(6) log files revealed this vad disconnect alarm was followed by a controller power up event, additional vad stopped alarms indicating that the pump failed to restart after multiple attempts, and additional vad disconnect alarms indicating physical disconnections of the driveline from the controller, logged between 08:01:24 and 08:26:22, likely due to the reported controller exchange back from (B)(6) to (B)(6) to troubleshoot the vad stopped alarms. Additionally, the log files associated with (B)(6) revealed a controller power up event logged on 03/jun/2023 at 09:07:39 with an associated motor start event at 09:07:49, likely due to troubleshooting by the site. Additional products: controller 2.0 h3: yes controller 2.0 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Internal inspection of (B)(6) revealed cracks near two (2) standoff posts within the controller housing. The observed cracks are an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA: pr00517125 is investigating this issue. Log file analysis revealed (B)(6) was the primary controller, initially in use at the time of the event. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2023 at 05:18:02, as well as multiple event exceptions logged between on (B)(6) 2023, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. An internal inspection of (B)(6) did not reveal any anomalies; no abnormalities were observed regarding the internal battery. Following the controller fault alarm, review of the alarm log file associated with (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2023 at 08:00:37, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. (B)(6) log files revealed this vad disconnect alarm was followed by a controller power up event, additional vad stopped alarms indicating that the vad failed to restart after multiple attempts, and additional vad disconnect alarms indicating physical disconnections of the driveline from the controller, logged between 08:01:24 and 08:26:22, likely due to the reported controller exchange back from (B)(6) to troubleshoot the vad stopped alarms. Additionally, the log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2023 at 09:07:39 with an associated motor start event at 09:07:49, likely due to troubleshooting by the site. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on (B)(6) 2023 at 08:29:44 and 08:35:13, likely during troubleshooting in preparation prior to the controller exchange. Review of the alarm log file revealed associated with (B)(6) revealed one (1) vad stopped alarm and one (1) vad disconnect alarm were logged on (B)(6) 2023. The vad stopped alarm was logged at 08:35:52 due to a failure of the vad to start after multiple attempts. The vad disconnect alarm was logged at 08:36:04, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange back from (B)(6) to troubleshoot the vad stopped alarm. As a result, the reported events were confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA: pr00592731 is investigating this issue. The most likely root cause of the observed vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarm can be attributed to failure of the vad to restart after several attempts. The vad (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA: pr00532915 is investigating vad failures to restart. Based on an investigation conducted under CAPA: pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was admitted to intensive care for the controller exchange and they received IV medication and basic blood tests. When the vad did not restart after the controller exchange, they patient received "a strong agent due to decreased blood pressure." The patient's vital signs were not maintained and intubation was performed but no heart rhythm was found according to the continuous blood pressure decrease echocardiogram.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life.  The controller was exchanged but the ventricular assist device (vad) would not start.  It was also reported that vad stop alarms occurred.  After two attempts to exchange the controller to a back up then to one previously used, the vad would still not restart. The medical team attempted to insert extracorporeal membrane oxygenation (ECMO) and subsequently the patient died.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 , d4: model #: 1420 / catalog #: 1420/ expiration date: 31-may-2020 / serial #: (B)(6), UDI #: (B)(4) , d9: yes, return date: 13-jun-2023 , h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes , h4: mfg date: 08-may-2019 h5: no , h6: patient ime code(s): e2402 , h6: imf code(s): f02, f23 , h6: img code(s): g04035, g02002 , h6: FDA device code(s): a141204, a0705 , h6: FDA method code(s): b21 , h6: FDA results code(s): c21 , h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 , d4: model #: 1420 / catalog #: 1420/ expiration date: 28-feb-2022 / serial #: (B)(6), UDI #: (B)(4) , d9: yes, return date: 13-jun-2023 , h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes , h4: mfg date: 22-feb-2021 h5: no , h6: patient ime code(s): e2402 , h6: imf code(s): f02, f23 , h6: img code(s): g04035 , h6: FDA device code(s): a141204 , h6: FDA method code(s): b21 , h6: FDA results code(s): c21 , h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.